Event description:
The pt's mother reported her son's blood glucose, carbohydrate intake and insulin history for this pod is as follows: at 7:35 am the pod was removed pod. He decided to go to hospital and was admitted for diabetic ketoacidosis. At the hospital he was treated with insulin intravenously.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was not reported therefore no qualification records were reviewed.